Event description:
On 8/31/81 device was implanted. On 9/5/91 the reservoir was revised. On 2/6/92 the cylinders and pump were revised. On 12/13/94 a revision surgery occurred due to erosion. On 5/28/96 the left cylinder was removed from the pt. On 9/24/96 the right cylinder was removed from the pt due to pain-right side of penis.